Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 12. There was no reported impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur. The customer was advised to call back if the malfunction reoccurs and declined to resume insulin during the call.